Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient is a baby. Although requested, patient information was not provided.

Event description:
It was reported that pitocin 500ml was programed to infuse at 1ml/hr on a patient who was admitted for induction of labor. However, the entire medication was infused in 30 minutes. The event resulted in fetal heart rate deceleration and the mother had uterine rupture. The baby was delivered with no other adverse events and no further intervention was required for the baby. It was noted that the pitocin infusion was connected to a y-port below the pump of an unspecified primary infusion, which was running a 125ml/hr through a separate pump. The event occurred at obstetrics and gynecology unit. The hospital's biomed department performed preventive maintenance on all involved devices and passed the tests. Although requested, additional information was not provided. This report is for the newborn baby and pr 378334 (manufacturer report number 2016493-2020-01917) is for the mother .

Manufacturer narrative:
The customer¿s report of a pitocin overinfusion was not confirmed. Analysis of the pcu event log shows pump module s/n (B)(6) was programmed to infuse oxytocin 30unit/500ml (drugid 179) at a rate of 1ml/hr with a vtbi of 400m at 12:00 am on 10 june 2020 and ran until 12:07 am when the device was paused and then two minutes after that, the device was channeled off. At 12:31 am, the device alarmed for flo stop open for 1 second. At 12:38 am, the system was shutdown and powered off. The volume recorded as being infused during this time was 0.115ml. The concomitant pump module s/n (B)(6) was programmed to infuse IV fluid and was infusing at rates of 125ml/hr and 999ml/hr during the period reported of 12 am and 12:30 am on 10 june 2020. The root cause of a pitocin overinfusion was not identified. No device was returned for investigation. Device history review: review of the pump module s/n 13120774 service history record showed the device had a manufacture date of 14 july 2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 16 july 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that pitocin 500ml was programed to infuse at 1ml/hr on a patient who came in for induction of labor. However, the entire medication was infused in 30 minutes. The event resulted to fetal heart rate deceleration and the mother had uterine rupture. The baby was delivered with no other adverse events and no further intervention was required for the baby. It was noted that the pitocin infusion was connected to a y-port below the pump of an unspecified primary infusion, which was running a 125ml/hr through a separate pump. The event occurred at obstetrics and gynecology unit. The hospital's biomed department performed preventive maintenance on all involved devices and passed the tests. Although requested, additional information was not provided. This report is for the newborn baby and pr 378334 is for the mother .